Manufacturer narrative:
This report is submitted on november 5, 2020

Event description:
Per the clinic, the patient experienced progressive loss of function. Reprogramming attempts were made; however, the issue could not be resolved. An integrity test was performed under a general anaesthetic. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on june 17, 2021.

Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 30 april 2021.